Event description:
The account alleged that the bed will not send a nurse call to the nurses' station when the bed exit alarms. The bed will alarm locally. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.